Manufacturer narrative:
(B)(4). Eval summary: eval of the returned stent delivery system (sds) noted blood in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was stationary between the markers of the tightly folded balloon with no damage noted to the stent implant. This is consistent with the fact that the sds was inserted into the pt. Many factors may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices. The guiding catheter and guide wires used in the procedure were not returned. The stent outer diameters, tip inner diameter past the proximal seal and the guide wire exit notch inner diameter were measured and met mfg criteria. The returned sds was advanced and retracted through a 6f guiding catheter with little resistance noted due to kinks noted to the hypotube shaft from the analysis of the returned product. A new guide wire was back loaded through the returned sds with out resistance noted. It is possible that the two guide wire technique contribute to the reported difficulty to position as the clearance inside the guiding catheter would be reduced and the guide wires interacted with the sds and the guiding catheter. Additionally, it was reported that it is unk if the resistance was with the guide wire or the guiding catheter. A conclusive cause for the reported difficulty to position cannot be determined. Analysis of the returned sds noted balloon shredding in the proximal end of the balloon prior to the decontamination process. The shredding was not reported and could have resulted from the interaction between the sds and the guiding catheter when the resistance was noted during the procedure; however, it is also possible that it could have also resulted from post procedure handling. There were multiple kinks in the hypotube distal to the strain relief tuning. There was no other damage noted to the sds. The kinks to the hypotube were not reported and appear to have resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for evaluation. The noted balloon shredding and kinks do not appear to have contributed to the reported difficulty to position. A review of the finished product lot history records did not reveal any nonconforming material records. A conclusive cause for the reported difficulty to position cannot be determined and there are no indications of a stent delivery system product quality deficiency. All catheters are verified for damage and that the wire moves freely. Additionally, during lot release testing, a sampling of units is destructively tested for guide wire movement and guide wire reversibility.

Event description:
Device issue: peeling balloon material. Time of device issue: unk. Adverse event: none. It was reported that the target lesion was in a moderately tortuous and heavily calcified proximal right coronary artery (rca). A 6f guiding catheter was advanced from a right femoral artery approach. A non-abbott guide wire crossed the lesion and a non-abbott balloon catheter was used; however, the ivus would not cross the lesion. Several dilatations of the lesion were performed with a non-abbott balloon catheter and another non-abbott guide wire was advanced for strong backup. The 4.0 x 18 vision was advanced using a two wire technique, but resistance was felt inside the guiding catheter resulting in the 4.0 x 18 vision not advancing and not crossing. It was not known if the strong resistance was between the guiding catheter or one of the two non-abbott guide wires. The vision was removed and a non-abbott stent was deployed with incident. There were no reported adverse pt effects. No additional info was provided. During return device analysis, balloon peeling was observed.